Event description:
A medisense sales rep reportedly was demonstrating a soft-tact/sof-sense meter and accidently cut finger with the contaminated lancet as sales rep was attempting to remove the disposable needle portion. The sales rep was advised to follow-up with primary care physician or local hosp immediately.